Event description:
It was reported that the balloon did not deflate during positioning of the catheter after insertion. Customer removed the catheter and checked the balloon inflation and deflation, but no problem was observed. Another catheter was used. There were no patient complications reported.

Event description:
Procedure type: unk. According to the reporter: it was reported that a piece of the spacemaker had broken off, inside the pt. The piece was retrieved and the case continued with minimal time added. No pt injury was reported.

Manufacturer narrative:
Customer report was not confirmed. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage observed. The balloon deflated in 2 seconds without a syringe attached.